Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose after announcing meals, including an event where glucose first trended high, a breakfast was announced late, and glucose subsequently dropped to a nadir of 60 mg/dl; the ilet alerted for the low and the user self-treated with oral carbohydrates, with glucose returning to range within about 15¿20 minutes. Symptoms included dizziness and feelings of panic. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of device-reported data with the user and provision of troubleshooting and education on best practices for timely meal announcements. Investigation of this case revealed user-related timing of meal announcements and corrective dosing as the likely contributors to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to user timing factors without evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.